Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal patient experienced on (B)(6) 2015. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).